Event description:
This unsolicited device was received from united states on (B)(6), 2014 from a physician. This case was cross referenced to (B)(4). This case concerns a patient (demographics not provided) who presented with acute inflammatory response after reviewing synvisc injection. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient initiated treatment with synvisc injection (route, dosage regimen, batch/ot and expiration date not provided) in an unspecified location for an unknown indication. On an unknown date, after unknown latency, the patient presented with acute inflammatory response. Action taken: unknown. Corrective treatment: steroid injection. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: required intervention. Pharmacovigilance comment: sanofi company comment dated (B)(6), 2014: in this case, the patient had acute inflammatory response to synvisc for which the patient received treatment with steroid injection. The causal role of synvisc cannot be excluded for the occurence of the event, however the lack of information regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.